Event description:
Dealer is stating that the controller fault code comes up, dealer also states that the chair will shut down but will turn on again about 30 minutes later. Dealer believes the existing controller maybe over heating. Customer did not allege smelling anything, but did see smoke.